Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an article entitled "interspinous spacer decompression (x-stop) for lumbar spinal stenosis and degenerative disc disease: a multi-center study with a minimum 3 year follow-up.", that during follow-up, 15 cases of device migration was noted on x-ray with no correlated pain or neurological worsening (10 patients underwent device removal and 5 refused revision).